Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Correction: block b5 statement.

Event description:
It was reported the patient had surgery for a pocket revision. It was initially reported the patient experienced pain at their implant site. The patient believed their device migrated. The patient did have a revision surgery from a previously reported related event, and they are prescribed pain medication for chronic pain. Additionally, the patient has good symptom control and denies pain at the new pocket site.

Event description:
It was reported the patient had surgery for a pocket revision. It was initially reported the patient experienced pain at their implant site. The patient believed their device migrated. The patient did have a revision surgery from a previously reported related event, and they are prescribed pain medication for chronic pain. There are plans to follow up with the patient post-pocket revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, implant pain, and device migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had surgery for a pocket revision. It was initially reported the patient experienced pain at their implant site. The patient believed their device migrated. The patient did have a revision surgery from a previously reported related event, and they are prescribed pain medication for chronic pain. Additionally, the patient has good symptom control and denies pain at the new pocket site.